Event description:
The customer reported a leak around the piercing needle area on the coulter coulter lh 500 hematology analyzer; however, the customer was unable to determine the source of the leak. The fluids associated with this incident are blood, diluent and clenz. The operator was wearing personal protective equipment (ppe) consisting of glasses and gloves when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. "The facility does have a risk management / exposure control plan in place and the customer reviewed the msds. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place." No discrepant results were generated and a failure mode was identified which has the potential to cause all parameters to have discrepant results due to carryover.

Manufacturer narrative:
Service was not dispatched for this event. The field service engineer (fse) stated the customer was contacted via telephone and the customer had replaced the needle bellows, resolving the issue. The cause of the leak was the needle bellows. (B)(4).